Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were unable to duplicate the original blank screen complaint; during inspection, the display was fully functional, clear and legible. Unrelated to the original complaint, corrosion was observed inside the battery compartment and on the underside of the returned battery cap. A leak test was performed and failed due to a leak near the top corner of the display lens. The pump was opened and no further evidence of internal moisture was found. No issues were noted with the display flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.